Event description:
It was reported that the tip of the guidewire was broken during operation. The broken piece was retrieved. No patient complications were reported.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.